Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Supplemental aro information is as follows: (B)(6). Number of persons exposed: 1; number of persons adversely affected: 0.

Event description:
Medtronic received information regarding an imaging device being used for an unspecified procedure. It was reported that the imaging system displayed a "spin terminated early" message and the image did not auto-transfer to the navigation system. Rebooting and taking another spin resolved the issue. The surgery was completed with a delay of less than an hour. There was no known reported impact to the patient.

Manufacturer narrative:
Patient demographics provided. Medtronic received information that the reported issue occurred in a lumbar laminectomy fusion.